Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system disconnect alarm would sound and would loose communication. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.